Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reported that the report palette is not refreshing and not synchronizing with the patient images being displayed. There was no reported patient injury associated with this event.